Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. It was found that the issue was due to the gantry cable needing to be replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc bi71000416 cblasy gantry cbl chn medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a cervical spine procedure. It was reported that the system was successful in acquiring the first 3d spin. When the surgeon wanted a second navigated spin, whenever the rt initiated a 3d spin. The following error message would populate within the first 5 seconds: early termination of the 3d scan has occurred, images might be compromised and inadequate for navigation." The representative had the rt switch from a handswitch too footswitch and the same issue occurred. The rt took the system from outside of the or and was able to replicate the issue. Technical services (ts) had the rt run the 3d/2d long film rad and gain calibrations, and according to the rt, the calibrations failed as nothing was moving. The surgeon moved forward using the original scan for navigation and the patient was not affected and there was a delay of less than 1 hour. Imaging was aborted. The representative got to the site tonight and found that the system was not able to run an extended g ain calibration and 3d spin. Checking the logs the representative saw a generator error 041 - unbalanced ma. With an o-scope we determined that the gantry cable chain needed to be replaced.

Manufacturer narrative:
Additional information added to section a. Additional product added to d10. Continuation of d10: product ID: bi71000180r, lot number: unknown h6: additional annex g code added. G04090 corresponds to the kit svc o2 bi71000180r enclsr motion rfb concomitant product. H3, h6: additional system service was completed. The manufacturer representative (rep) verified fault in cable chain high voltage cables using o-scope and known good cable set. Replaced cable chain. Found pushed pin on j3 of power enclosure intermittently causing failure of 24 volt motor brake power. Reseated pin and motion functioned normally. C02 is applicable. Previously reported codes b01 and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the return of bi71000416 provided the lot number 190116834 rev. G. The hardware was returned and analysis was performed. The candlesticks and x-ray tube cabling assembly failed continuity testing, and a short was found on pin c in the cathode cable in the cable chain assembly. Faulty cable assembly. Previously reported codes b01, c02, d02 are applicable to this analysis. The return of bi71000180r provided the lot number 61764600 rev. 3. The hardware was returned and analysis was performed. The motion enclosure was installed into a test system. The system failed to boot, no power from motion enclosure to motion boxes. Faulty motion enclosure. Previously reported codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the product ID: (B)(4), lot number: 190116834 rev. G, was returned to the manufacturer on 20-mar-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H3, h6) the product ID:(B)(4), lot number: 61764600 rev. 3, was returned to the manufacturer on 27-mar-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.